Event description:
The customer reported only "battery capacity test". No other details were initially provided. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.